Manufacturer narrative:
The pump had unresponsive act button due to unlocked lcd keypad connector. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the keypad is unresponsive. The customer's blood glucose at the time was 134mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.